Manufacturer narrative:
Calibration and qc were acceptable. Electrodes were last replaced on (B)(6) 2021; they were overdue by approximately 1 week. The customer noticed a hole in the tubing of the cell rinse unit. The field service engineer (fse) fixed the tubing and noted low rinse volume. The fse flushed the pressure gauge and afterwards the rinsing was sufficient. A hole in the tubing of the cell rinse unit can cause insufficient aspiration of water that is contaminated with sodium hydroxide (naoh-d) solution and cause high results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high results for 3 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The following is an example of discrepant results for 1 patient sample: the initial results were 174 mmol/l with a data flag and 165 mmol/l with a data flag. The repeat was 137 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.